Event description:
No further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint histories could not be performed due to missing reference and lot numbers. A response from the surgeon to several questions was provided. It is believed by the surgeon that the cause of the dislocation is a complex nature of the patients, necessitating extensive soft tissue release and weak abductors, plus malposition of components in one of the cases. However, with the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Hadi ravanbod, kaveh gharanizadeh, peyman mirghaderi, ahmad hassan, mansour abolghasemian. (2023) subtrochanteric shortening osteotomy provides superior function to trochanter slide osteotomy in tha for patients with unilateral crowe type IV dysplasia at a minimum of 3 years. Pgs. 1-10. Doi 10.1097/corr.0000000000002900.

Manufacturer narrative:
(B)(4). Unknown wagner stem. Foreign: iran health effect - impact code: medical treatment under anesthesia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported in a journal article that 2 patients who underwent trochanteric slide osteotomy (tso) sustained a postoperative dislocation; of which, one was treated with a closed reduction. No further information has been provided.